Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an ok and down buttons on the keypad were not working. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D2a common device name: pump, infusion. H6: medical device problem code a23 is replaced by a070908. B5: the process step was not provided by the reporter. H10: the device was received for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported problem 'ok button and down button don't work' was unable to be confirmed during evaluation. Evaluation found all keys working as intended. The device was found to operate within specification. The reported condition was not verified.  No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.